Event description:
Customer complaint reported as: the pad that is attached to the crossbar that sits below the patient's nose had come completely detached and was inside of the patient's mouth. The patient had been sedated leading up to this so it is unlikely the patient manipulated it with their mouth or hand. There was no patient harm or injury reported. The ett holder was replaced.

Manufacturer narrative:
Qn#: (B)(4). The actual device was not returned; however, the customer did provide a photo of the device. Based on the photo provided, it was determined the complaint is related to a lip foam issue. The manufacturer reports that power choice has carried out the static test (sampling check) as per the astm 2726 for each lot produced. There were no lots rejected in-house doe to the same issue as reported in the complaint. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint reported as: the pad that is attached to the crossbar that sits below the patient's nose had come completely detached and was inside of the patient's mouth. The patient had been sedated leading up to this so it is unlikely the patient manipulated it with their mouth or hand. There was no patient harm or injury reported. The ett holder was replaced.